Manufacturer narrative:
The last calibration performed on 26-apr-2022 did not indicate an issue. The qc information provided for levels 1,2, and 3 was acceptable. The alarm trace did not indicate an issue. The field service engineer (fse) found an issue with the sample probe. He then replaced the probe. The customer performed qc for a week and no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable valp2 valproic acid result for one patient sample tested on the cobas 6000 c501 (ul) v. The reporter stated that they were having issues with the qc as well. The initial result was reported outside of the laboratory. The laboratory supervisor requested that the patient sample be rerun. The patient sample was also sent to the facility's sister site which also uses a c501. The initial result from the module was 3.0 ug/ml with a data flag. The first repeat result from the module was 48.6 ug/ml. The second repeat result from the module was 50.1 ug/ml. The third repeat result from the either module at the facility's sister site was 54.9 ug/ml. The reagent lot number is 57060801 with an expiration date of 31-dec-2022.